Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated the battery m easurement was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) battery voltage was not measured on the transmission. It was discovered that a partial electrical occurred. The device was interrogated and battery voltage should be available after the next scheduled measurement. The device remains in use. No patient complications have been reported as a result of this event.